Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said they had the complete system removed about 3 weeks ago. Patient said the system was removed because their back was hurting and the device was not helping their symptoms. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected toprs, sent email. No further complication was reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.